Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the hook on the poly inserter broke off and could not be located. It was confirmed via x-ray that the fragment was not retained in the patient.